Event description:
The physician performed the surgiwire procedure on the patient's right and left cheek in 2007. According to the physician, three weeks post operatively the patient had severe swelling.

Manufacturer narrative:
The physician alleges that he attempted to make an incision in an effort to release fluid or blood build-up, thought to be the cause of swelling. It is reported that the swelling was instead due to hard scar tissue build-up and not blood or fluid. Device has not been returned or evaluated. An investigation is currently being conducted. The results of the investigation will be submitted in a supplemental report.